Event description:
(B)(4). Initial info was received from a consumer on (B)(6) 2008: currently, a (B)(6) male received injections of poly-l-lactic acid [sculptra], (lot number/exp dates not provided,) one vial to each side of his face on (B)(6) 2008 for atrophy due to (B)(6) medication. Within a few days after the injections, he noticed visible lumps on his face. He feels about six or seven lumps on the right side, and seven or eight in the left. They are about the size of a pea, and one lump is long, about one half inch in length, right above the nasal labial fold on the left side of his face. The lumps are not red or painful. He told his physician about the events after the first injections and no treatment was given. He did not tell his physician about the events after the second set of injections. He wants to continue treatment with poly-l-lactic acid. Concomitant medications included (B)(6) medication, (B)(6)and testosterone [androgel]. The consumer refused permission to contact his physician. No further medical info provided. Add'l info for poly-l-lactic acid injectable(sculptra) (lot number/exp date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.